Event description:
It was reported that, "stem inserter would not hold onto the stem. Looks as if the ring is broken. Used other instrument to insert stem and there was no issue."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.